Event description:
Protected tavr study: it was reported that complete atrioventricular (av) block occurred. The patient was enrolled into the protected tavr study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelet medications and aspirin. After heparin was given and during the start of the procedure, the activated clotting time (act) was 274 sec. An isleeve introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus edge valve. One day post index procedure, the patient was diagnosed with av block. An electrophysiology study was performed as a diagnostic and a permanent pacemaker was implanted. Two days post index procedure, the patient was discharged on 81 mg of aspirin. It was further reported that during the index procedure, post-dilation of the lotus edge valve was performed. 1-day post index procedure, the patient was diagnosed with left bundle branch block(lbbb) for which outpatient follow-up was performed. On the same day, the complete av block was considered recovered. The lbbb was considered recovered the following day.

Manufacturer narrative:
B5: describe event or problem: updated. H6: patient codes: updated.

Event description:
(B)(6) study. It was reported that complete atrioventricular (av) block occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelet medications and aspirin. After heparin was given and during the start of the procedure, the activated clotting time (act) was 274 sec. An isleeve introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23mm lotus edge valve. One day post index procedure, the patient was diagnosed with av block. An electrophysiology study was performed as a diagnostic and a permanent pacemaker was implanted. Two days post index procedure, the patient was discharged on 81 mg of aspirin.